Manufacturer narrative:
The unit was received with a broken off piece from the reservoir tube lip, and a partially missing retainer ring. Unable to perform the displacement test since the reservoir o-ring is blocking the entry into the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.